Manufacturer narrative:
The breathing system was replaced by the customer which resolved the issue. But no problem was noted of the breathing system. No patient information to date after calls to customer 11/17/22 and 11/18/22. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.